Event description:
It was reported that the shaft broke. A direxion fathom-16 system was selected for hepatic arterial chemoembolization of the right liver metastasis. Ultrasound guided puncture of the left distal radial artery was performed followed by placement of a non-boston scientific (bsc) introducer. Catheterization of the superior mesenteric artery and then the right hepatic artery was then performed using a non-bsc catheter and a non-bsc .035 guidewire. During distal microcatheterization of the right network with the direxion fathom-16 system, the catheter broke inside during a withdrawal attempt. The entire system had to be removed. The procedure was repeated with a new direxion microcatheter with chemoembolization treatment injection. There were no patient complications reported.